Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event.

Event description:
It was reported that a system error (se) 2240 occurred during fill 6 of 6 of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected via cassette to the homechoice machine. The technical service representative (tsr) reviewed the alarm with the hp and advised them to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.